Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A leak test was performed using tap water and confirmed a leak from the spike port cap. The reported condition was verified. The cause of the condition was determined to be inadequate/lack of cyclohexanone being applied to the spike port cap when it was inserted to the spike port tubing during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix eva tpn bag was leaking from an unspecified location. The leak was observed prior to use. There was no patient involvement. No additional information is available.